Event description:
The battery impedance increased suddenly and reached the rrt in a few weeks leading to a premature replacement of the device.

Event description:
The battery impedance increased suddenly and reached the rrt in a few weeks leading to a premature replacement of the device